Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 582 mg/dl at the time of the incident. The customer¿s current blood glucose was 377 mg/dl. The customer was not confident if the insulin pump was delivering insulin. It was reported that the ketones test was positive. The insulin pump will not be returned for analysis.